Event description:
It was reported that the lead was surgically abandoned due to a fracture. The lead exhibited noise, impedance issues, inappropriate shock, oversensing, inappropriate anti-tachycardia pacing (atp), and high pacing thresholds. No additional adverse patient effects were reported.